Event description:
The patient stated that in 2007m her infusion device alarmed a2 (low battery) and she inserted a new battery. She stated that later her blood glucose elevated to 230 mg/dl and she found that the display of her infusion device was blank and she was not able to turn the infusion device back on. The patient was advised to purchase new batteries to use in the infusion device. Upon follow up the patient stated that after inserting the new battery her infusion device functioned properly. The patient's normal blood glucose level is 80 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.